Manufacturer narrative:
Fdd/annex a code removed: a26 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they recently had some type of sciatic nerve issue that began monday and it was causing them a lot of pain. Pt mentioned that they had met with their health care professional (hcp) yesterday and had gotten a prescription for some codeine which hasn¿t fully taken effect yet. Pt stated they told their hcp that they had to decrease stimulation from 3.0 to 1.8 when they lay down or they "shake like a fish". Agent understood that their stimulation was too strong at 3.0 when they lay down so they had to decrease it to 1.8. Pt stated their hcp recommended that they meet with their manufacturer representative (rep) for reprogramming. Pt asked what other settings/features were available to address their issue of feeling stim stronger when they lay down. Agent reviewed information about adaptivestim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.